Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient underwent implant of an implantable cardioverter defibrillator. The right ventricular lead exhibited normal characteristics when hooked up to the pacing system analyzer, but when the lead was hooked up to the implantable cardioverter defibrillator, elevated capture thresholds and lead noise were observed. The pocket was re-opened and the device was explanted.

Manufacturer narrative:
The reported field event of noise was confirmed in the device image. Review of egm confirmed that the device behaved as programmed. The reported field event of a capture anomaly was not confirmed. Bench testing found the device to be normal.